Event description:
It was reported on a study patient: "presented to (a medical facility) with altered mental status. [Computed tomography] CT scan revealed hemorrhagic stroke with subsequent cerebral edema. Pt [patient] with expressive aphasia but following simple commands. Remained hospitalized and on (B)(6) 2015 patient became unresponsive and CT showed large right temporal hemorrhage with leftward shift and brainstem herniation. Neurosurgery evaluated. Poor prognosis." As of this date patient outcome is noted to as: "patient intubated in ICU. Family meeting to discuss withdraw(al) of care." Note from physician states: "lvad device has been functioning appropriately."

Manufacturer narrative:
Additional information received via the clinical study database reported that after a family meeting on (B)(6) 2015 the patient was transitioned to comfort care and died soon thereafter on (B)(6) 2015 due to intracranial hemorrhage it was indicated as possibly related to the lvad system and possibly related to intravenous immunoglobulin (ivig), previously given to begin desensitization protocol in preparation for heart transplant. The patient was on heparin 5000 units subcutaneous three times a day prior to the event, and it was stopped at event onset. She was on no other anticoagulants or antiplatelets just prior to or throughout this event. The heartware ventricular assist device (vad) is used for treatment not diagnosis. It was reported that the patient presented to a medical facility with altered mental status. A computed tomography (CT) scan revealed hemorrhagic stroke with subsequent cerebral edema. The patient's condition continued to deteriorate and the patient subsequently expired. The device was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The root cause of the reported clinical adverse event cannot be conclusively determined; a possible root cause may be attributed to the patient's anticoagulation therapy. Moreover, the patient's death may be attributed to the patient's deteriorating condition due to the multiple hemorrhagic and cerebrovascular strokes. Death, stroke and neurological dysfunction are known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. The root cause of the reported clinical adverse event cannot be conclusively determined; a possible root cause may be attributed to the patient's anticoagulation therapy. Moreover, the patient's death may be attributed to the patient's deteriorating condition due to the multiple hemorrhagic and cerebrovascular strokes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The information for use states: serious and life threatening adverse events, including stroke, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Device still implanted in patient.